Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample. Reproductive testing was performed on a current guidewire sample was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the core wire semi circumferentially, where the core wire was exposed. The surface of the cross-section of the sheared urethane outer layer was found to be in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate/withdraw the radifocus glidewire endoscopic(urologic) wire through a metal entry needle, a metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the urethane outer layer was sheared off the actual sample when the actual sample was subjected to a withdrawing manipulation through the involved metal needle in the state of the actual sample having contact with it. However, with no return of the actual sample to evaluate, the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involve radifocus guidewire m was used in combination with a metal needle for ptcd. During manipulation of the actual devicd through the needle, the urethane outer layer sheared off and remained inside the patient's liver. The procedure outcome and patient condition was reported to be unknown.